Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device broke. Probable root cause: patient anatomy, portal location, lack of maintenance, use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the instrument disassembled during the case. Please note, x-ray was completed but no foreign objects were detected during x-ray and no items were retrieved after x-ray was completed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the instrument disassembled during the case. Please note, x-ray was completed but no foreign objects were detected during x-ray and no items were retrieved after x-ray was completed.